Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient experienced an arrhythmia. Upon review, it was noted that the implantable cardioverter defibrillator (ICD) exhibited failure to deliver shock and failure to interrogate. No intervention was reported. The patient condition was unknown.